Event description:
It was reported that the patient was canalized with jelco 18. For preparing, asepsis and antisepsis are performed, permeability and return are verified, results are positive. Patient entered or with no inconvenience regarding meds or anesthesia. When arriving to recovery room and put up the meds, filtration is observed and jelco is split. A new canalization was performed.

Manufacturer narrative:
The device was not returned; therefore, visual and functional testing could not be performed. Review of the device history record showed no issues related to the reported defect. (Updated h10), corrected data: an adverse event occurred. (Updated b1).